Event description:
The low-profile primary guide, used by the acute innovations modular ribloc system, (ref# rbl2320) broke into two pieces in the patient while in surgery, during the compressing for the rib plate implant.